Manufacturer narrative:
Concomitant medical products: logic cc femoral size 4, left (cat# 02-010-06-0240); lgc tibial fit tray cem sz 4f / 4t (cat# 02-012-45-4040); logic stem ext 14mm x 40mm (cat# 02-012-60-1440). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech knee replacement study, approximately 4.5 years post initial tka, the 57 y/o male patient complaint of lateral knee pain with movement and activity and also locking. The event is still ongoing. Per clinical study case report form indicates this event is unlikely related to devices and possibly related to procedure.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported by the exactech knee replacement study, approximately 4.5 years post initial tka, the 57 y/o overweight male patient complaint of lateral knee pain with movement and activity and also locking. Action taken: x-rays. The event is still ongoing. Per clinical study case report form indicates this event is unlikely related to devices and possibly related to procedure. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.